Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) dilation procedure performed on an unknown date. During the procedure, the balloon popped. The procedure was completed with another cre pro wireguided dilatation balloon device. There were no patient complications reported as a result of this event. No further information has been able to be obtained despite good faith efforts.